Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autoguard pnk 20ga x 1.16in foreign matter identified. The following information was provided by the initial reporter: comments on (B)(6) 2024: not used due to suspicious substance.

Event description:
Event date changed to unknown.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.